Event description:
Reportedly, after firing the instrument, the intestine was transected. However, staples were not formed and another instrument was used to complete the procedure. No pt injury was reported. Procedure: lower anterior resection/double stapling.